Manufacturer narrative:
This event was previously reported via alternative summary report on 29aug2016 (exemption number e2014015). This report is intended to be a follow-up report to submit additional information that has been received.

Event description:
Additional information received further reported that the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.